Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the entire great saphenous vein (gsv). IFU was followed during preparation, procedure and post procedure. A guide wire was used for the insertion of the catheter. It was reported that post procedure, patient developed ehit and dvt which was found at follow up.

Manufacturer narrative:
Additional information: the catheter tip was 5 cm caudal to sfj prior to adhesive delivery. Compression of the great saphenous vein was performed. Patient was prescribed anticoagulant drugs and is doing fine. If information is provided in the future, a supplemental report will be issued.